Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's leads were causing pressure in the cervical area. The patient underwent a two cervical leads explant procedure and was doing well postoperatively. No device malfunction was suspected.